Event description:
This device was implanted on (B)(6) 2013 and remains implanted at the same time. This is noted due to patient complaints of syncope. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), pa. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).